Manufacturer narrative:
Follow-up #1: date of submission: 05/17/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2016 with the following findings: review of the black box data revealed one record of unexpected power on reset dated (B)(6) 2016. On examination, the battery compartment was noted to be cracked between the grip pad and the case seal. The battery cap returned for investigation was intact without damage and able to secure to the pump. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. On investigation, ¿ez-prime¿ steps were performed correctly with no power interruption or and no errors, alarms or warnings occurring during the investigation. The pump cover was removed for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicated the ¿power¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging an issue with intermittent power with damage to the pump. The reporter confirmed the yellow o-ring on the battery cap was visible when attached to the pump, the battery compartment was cracked and the battery cap could not be properly tightened to the pump. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issues remained unresolved after troubleshooting by animas customer technical support.